Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. The patient stated that the pump was delivering an unknown concentration of dilaudid at a dose of "4. Something," he did not know if it is ml or what it is. It was noted that his pa (physician's assistant) fills his pump every 12 weeks. It reported that it took three times to put the new pump in but it is working okay now. The patient explained that the stitches pulled loose. Per the patient, they put the pump back twice where it was on the right side, and on the third time, they did it on the other side of the stomach and that went good. Note that this conflicts with the previous report that the pump was on the left side and then was moved it to the right side. No further complications were reported or anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 20mg/ml dilaudid at a dose of 4.201mg/day via an implantable infusion pump for non-malignant pain. It was reported that at the patient's last 3 refills the pump had a little more medication than should be. The rep did not have exact dates of the first two refills but they were in (B)(6) 2017. The most recent refill was on (B)(6) 2017. The rep stated they are moving the pump today because it interferes with the patient's golf swing. The rep stated they will have the surgeon attempt to aspirate the catheter to see if there is an occlusion. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-26. It was reported that the patient had to have the pump taken out and put back twice because it wouldn't hold [see mfg. Report # 3004209178-2017-20362 - pump wouldn't hold (1st occurrence)]. It was specified that on (B)(6) 2017 they took the pump from the left side and moved it to the right side.